Event description:
It was reported that there was a network problem, network outage all night. A good faith effort was performed to obtain further relevant information, but none was provided. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
D4: serial number has been requested, but no response was received. The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse informed the customer, that the logs were reviewed and a network disconnection occurred on (B)(6) 2025 around 06:54. However, the cause of the network outage / problem could not be seen in the logs. Further relevant information was requested (like an investigation of the network by customers it department,...), but none was provided. Due to the lack of available information, the exact cause for the reported issue remains unknown. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a network problem, network outage all night. A good faith effort was performed to obtain further relevant information, but none was provided at the time of the initial report. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.